Event description:
The customer contacted baxter's (B)(4) regarding system error 2240, which occurred on the homechoice (hc) during drain 2/5. The home patient (hp) disconnected during dwell and did not get back to the hc in time. The hp then reconnected. The hp stated he would contact the peritoneal dialysis (pd) nurse in the morning for further instructions. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. (B)(4) contacted the pd nurse regarding the report. The pd nurse stated the home patient is doing well. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was not performed as the lot number was unknown. The root cause investigation is in progress through (B)(4).